Event description:
Boston scientific received information that this local representative was called to check this patient's device at a nursing home post-mortem. The local representative stated the patient had passed away two days ago and per the physician, the patient was syncopal a couple months prior and the device was not checked at that time. The local representative was contacted for additional information. Since the patient had been transferred from the nursing home to a hospital (where the patient passed away), the local representative did not end up checking the device post-mortem. In regards to the time in which the syncope occurred, the local representative checked the pacer clinic files and confirmed there was no record of a device check at that time. The local representative noted the physician did not appear to be concerned with a device issue, rather wanted to review the memory to determine what caused the syncope and why there was not a device check done by the pacer clinic (per a hospital peer review he was involved in). In regards to the patient's death, this local representative was not aware of any further information so referred to the account representative that follows the hospital where the patient passed away. The account representative was then contacted and was not aware of any information regarding the patient's death, however noted he had not received any reports of any device allegations. He stated the physician had likely requested an interrogation to obtain further information regarding the patient's death.

Manufacturer narrative:
A request for additional information has been submitted. Should additional information become available, this report will be updated.